Manufacturer narrative:
(B)(4). Batch # r94688. Investigation summary: the device was returned with the tissue pad damaged, melted, not all present, and a small portion was not returned. In addition, the tissue pad was attached to the clamp arm and not detached as reported by the customer. The device was connected to a test hand piece and a gen11 and the device did activate during functional testing. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them.prolonged usage of advanced hemostasis mode may cause tissue pad damage. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, when connecting the handpiece, the device had been recognized with difficulty after 3 handlings. During use (15 mins later), the white pad got detached and fell inside the abdomen. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Additional information received: did the patient experience any adverse consequences due to this issue? No patient consequence but delay of the procedure. Was the white detached pad that fell into the patient retrieved? Unk . What efforts were made to locate the tissue pad during the procedure? Unk . Was this procedure converted to an open procedure? No. Are there any plans to locate the piece? Unk. Was there any change in the patient care as a result of this event? Unk. What is the current patient status? Unk.